Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead showed low impedance, increased threshold, oversensing, and pectoral stimulation. The unipolar impedance was higher than bipolar impedance on this lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.